Event description:
A customer contacted beckman coulter inc (bec) to report flooding in the waste collection sump, switch #11. Customer technical specialist (cts) assisted the customer with troubleshooting the event. Cts instructed the customer to wear personal protective equipment during troubleshooting. Fse instructed the customer to stop and home the instrument, however the unit still have fluid in the canister. No injury was reported.

Manufacturer narrative:
Cts instructed the customer to manually remove and clean the canister. On (B)(6) 2011, a bec field service engineer (fse) reported: waste exit leak in hydro caused from loose canister. Waste exit sump not draining caused from drain/straw tube in canister fell off. Fse replaced drain tube and waste float sensor. Bec internal notification number is (B)(4).